Event description:
It is reported that a customer called regarding her insulin pump's bolus history and heard it beep this morning after receiving a set does. The customer states that the history does not show that he received insulin. The pt's blood glucose level was at 567 mg/dl. The pt was treated for the high blood glucose with the bolus pump. Customer did not contact their healthcare provider. Customer was assisted with trouble shooting with the insulin pump and it turned out that the pump worked fine, but was advised that the set, reservoir, and infusion should be changed if it were expired. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).